Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria good forward. Evaluation description: the lead exhibited normal electrical characteristics. Dried body fluids inside the inner insulation prevented the helix retraction. The helix could be fully retracted and extended on a short length of the lead.

Event description:
It was reported that during an implant, the lead experienced high threshold values. After the first implantation of the lead, the helix would not rotate. The lead was explanted and replaced.